Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving inappropriate shock therapies. Fluoroscopy revealed the right ventricular lead was displaced in the atrium. The patient was in atrial fibrillation. Lead dislodgement was a result from movement. There was an attempt to reposition the lead. However, the lead was locked in the cava vein and the red stylet was locked in the lead. The lead was explanted and replaced at another hospital. The patient condition was good.